Event description:
On (B)(6) 2013, the patient contacted animas alleging that she experienced elevated blood glucose (bg) of ¿high¿ (>600mg/dl) with no symptoms. The patient reportedly awoke at 3:30am and tested her bg to be 159mg/dl. The patient¿s bg at 7:30am prior to breakfast was reportedly 179mg/dl. The patient reportedly had her usual breakfast, and about four hours later experienced the reported bg elevation. The patient reportedly bolused with the pump and her bg came down to 199mg/dl. The patient checked her bg during the call with animas and her bg was 130mg/dl. The patient denied any symptoms of hyperglycemia. The patient stated she changed her site on (B)(6) 2013, and did not wash her hands prior to the reported high bg check. The patient declined trouble-shooting, stating she did not think the pump was at fault. There were no reported alarms and the patient¿s bg responded to boluses. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/15 device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten.. Due to continuous use of the pump the black box data and histories for the event on 05/28/2013 have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.